Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the device not working. A revision surgery was performed in which the device was found to not have saline. The patient did not experience adverse events and was fine following the intervention.